Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on an unknown date after use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports associated with this event: 1225714-2014-14750 and 1225714-2014-14751.

Event description:
Additional information received. Patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.